Event description:
Potential manufacturing error. The distributor reported that during a surgery, when the surgeon opened small polyethylene insert, size 5/10 cat. # 72-4-0510, he did not find the steel wire in it, but he used it.

Manufacturer narrative:
As part of a quality system improvement plan, stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption # (B) (4). There is 1 event associated with this event type (potential manufacturing error and (B) (4)).